Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, one endeavor sprint drug-eluting stent and one non-mdt stent were implanted in the lcx. Both were implanted successfully. Approximately 10 days post the index procedure, the patient suffered an mi. Revascularisation of the lcx was carried out the same day with unknown pta. Tvr was prompted by in-stent restenosis. Investigator assessed that the event had no relationship to the study device. Patient recovered.